Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that, following the permanent implant, the patient had an illeus and has been dealing with constipation issues. Patient also experienced weakness in their legs and were unable to stand up without their legs buckling. In turn, surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
It was reported a patient experienced an ileus following an implant procedure. This issue cannot be confirmed with lab analysis alone. The lead was returned in good condition. It passed continuity, isolation and stress testing on all channels. No physical or functional anomaly was observed that would contribute to the reported issue. The root cause of the issue could not be determined.